Event description:
A customer reported experiencing a tandem mobi cartridge alarm while using their pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm and arranged for the pump to be replaced. The customer was instructed on storage and return procedures for the faulty pump, which needed to be sent back to tandem within ten days. A replacement pump was shipped to the customer, who acknowledged understanding of the steps required upon its receipt.